Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the pt bled postoperatively at the jejunojeunostomy anastomotic site. The surgeon took the pt back to the operating room on (B)(6) 2011 to stop the bleeding at the jejunojejunostomy site. Bleeding was observed and a large blood clot was found that caused a bowel obstruction. The bleeding was stopped with sutures and the blood clot was removed.

Manufacturer narrative:
(B)(4).